Event description:
In 2009, pt had successful implant of a 25-16-120bl bifurcated device and a 28-28-75l proximal extension. The pt developed a cia aneurysm resulting in a distal type I endoleak. Eight months later, the pt was treated with coil embolization and a 16-16-88l limb extension.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results & conclusions - unk if cia aneurysm was present at the initial implant in 2009. Operational context contributed to event. No conclusion can be drawn.